Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of loose component - leak, break could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set spin collar was breaking causing leaking issues. The following information was provided by the initial reporter: the issue with the clear is that you can no longer pull back the spin collar to make a tight connection to the IV and they are having a ton of leaking issues. They are complaining that the spin collar is breaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set spin collar was breaking causing leaking issues. The following information was provided by the initial reporter: the issue with the clear is that you can no longer pull back the spin collar to make a tight connection to the IV and they are having a ton of leaking issues. They are complaining that the spin collar is breaking.